Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- ¿the surgeons note on the tibia can be confirmed with the attached CT scan. There are cysts and radiolucence at the tibial component. Together with the clinical information loosening can be confirmed. There is no significant migration, though. The talar component has a little bit of radiolucence around the pegs, but neither loosening nor migration is clearly visible. The underlying cause for the loosening is not clear. A patient related factor due to poor bone substance is likely. Based on investigation, the root cause was attributed to patient related issue. The event was most likely caused by the presence of poor bone substance which resulted in loosening of the implant and caused its failure. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose tibia. There is slight bone loss and cystic changes noted on CT scans. The physicians' plans to revise both the tibial and talar components.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose tibia. There is slight bone loss and cystic changes noted on CT scans. The physicians plans to revise both the tibial and talar components.